Event description:
Used the ares home sleep test on the evenings of (B)(6) 2015. On day 2, the device caused enough discomfort to wake me from sleep. There was a burning sensation on my forehead. When removed the device, there was a red welt mark on forehead.